Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 1.9; date: (B)(6) 2011, lab: 1.3. Pt's dr called regarding discrepant results obtained on the pt's meter (pt is a self tester). Dr mentioned pt's results fluctuating on meter over an unk period of time from 2.3, 3.5, 3.3, 7.5, and 1.5 (no lab comparisons). Therapeutic range is 2.0 - 3.0.